Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer replaced the reagent and performed calibration and qc successfully. The customer performed verified the probe rinse and performed a precision run. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial calcium result was 6.6 mg/dl. The patient's nurse questioned the result and the sample was repeated. The sample was repeated on another c503 analyzer and the result was between 8 and 9 mg/dl. The exact result was not provided. The repeat result was deemed correct.

Manufacturer narrative:
The field service engineer (fse) adjusted the sample probes, reagent probes, and the reagent probe rinse levels. The service maintenance actions performed by the fse and the customer resolved the issue. No further issues were reported after the service visit.